Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient described the area under her left breast as open and bleeding, and was giving her a burning sensation. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a medication by a physician. Follow up indicated that the skin irritation has gone away.